Event description:
Per provider customer states many things wrong with chair, including the seat, back, arm pads being worn, and the left wheel came off of the rim. No service parts for the seat and back so replacing the chair. Customer weight is (B)(6) and chair weight capacity is 250. Advised customer they might need a different chair but customer insists insurance will not pay for a higher weight capacity chair. (B)(4).